Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display was found to be dim and reddish. The battery compartment was cracked on the threads. The pump keypad cover was found to be peeling/missing and all of the button contacts were found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored, there was a crack in the battery compartment, and the button contacts were missing. This report is made based on results of investigation completed on (B)(4) 2013 .